Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced bleeding requiring hospitalization. Per the physician, the patient had a little bleeding at the end of the ion procedure and tranexamic acid (txa) was administered to stop the bleeding. Per the physician, the bleeding was biopsy related. The patient was admitted to the hospital and was stable. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the procedure.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.